Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 293-309 mg/dl. In addition, it was reported that multiple cartridge alarms occurred during the load sequence, and a cartridge change error occurred. Lastly, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.